Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4). Submission linked to 3011649314-2024-00886.

Event description:
It was reported that the glidewell ht implant failed. No relevant medical history of the patient was reported. The patient presented on (B)(6) 2024 for a primary procedure on tooth #19. It was reported that during implant placement the implant would not go to depth. The provider determined there was a lack of primary stability and explanted the device. The implant was not replaced, and no injury was reported.

Manufacturer narrative:
Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. The manufacturer internal reference number is: (B)(4).